Manufacturer narrative:
Due to character restrictions in block e1 full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during intra aortic balloon (iabp) therapy intermittent rapid gas loss alarm was heard.

Manufacturer narrative:
Updated fields: a2,a3a,a4,b4,d9,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. Corrected fields: b5. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
It was reported that during intra aortic balloon (iabp) therapy intermittent rapid gas loss alarm was heard. The device was replaced and there was no patient harm.